Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicated that there were no suspected cause for high threshold and no evidence of dislodgement or fracture of the lead. This right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.